Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised due to loosening. Update (B)(4) 2012- litigation papers received. It is alleged that the patient suffers from pain and discomfort. General litigation discussed metal on metal issues. Therefore, we are reporting a metal liner and femoral head. The doi was provided, (B)(6) 2008. Update (B)(4) 2013- pfs and medical records received. Part/lot was provided. The correct dor for the liner and head was provided. The MDR decision has been reversed and all products reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.